Manufacturer narrative:
Product event summary: the device was returned, analyzed, and indicated normal battery depletion. Performance data collected from the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of rrt in save to disk was on 2013-(B)(6). Device rrt was less than or equal to 2.6251 volts.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5568, implantable pacing lead, (B)(6) 2010; 4296, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.